Event description:
It was reported that during central processing , the maryland bipolar forceps was found to have a loose conductor wire. There was no report of patient involvement.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire was sticking out such that the wire protruded above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. The insulation showed no signs of physical damage. The housing was removed from the back end, and no damage was found. The instrument was also found to have thermal damage on the bipolar yaw pulley. The yaw pulley showed signs of charring and localized melting the base and on the exterior of the grips. The thermal damage to the yaw pulley is unrelated to the dislodged conductor wire.